Event description:
Customer called to report a hospitalization due to high blood glucose. Customer's current blood glucose reading is 136 mg/dl. The blood glucose reading at the time of the event was 700 mg/dl. Customer experienced stomach ache and chest pains. Customer was treated with IV drip. Customer was hospitalized for two days. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.